Event description:
During preparation and patient positioning of an alif procedure, it was observed intraoperatively moments after final tightening, that the screws attached to both synframe connecting rod popped off. One screw from one connecting rod component fell to the floor and the second connecting rod component screw fell on top of the patient torso area. No harm to the patient was reported. Both screws and both synframe connecting rod devices were retrieved and replaced with a second set of synframe devices. The case was extended by an approximation of 5 minutes. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The head of the tightening screw is broken off on both of the returned parts at the base of the head as it transitions to the shaft. The fracture surfaces are uniform and there are no indications of material anomalies. The fracture surfaces are normal to the axis of the screw except for a lip on the very edge of one side that is approximately one-fourth the circumference and protrudes approximately 1.75 to 2 mm on each part. The fracture appears to be consistent with torsional fatigue failure of the screw from repeated use with excessive force over an extended service life. The broken surface has small striations at spots across the face and the high profile shear lip on the one side parallel to the shaft axis are indications of this. There is deformation on all six of the flats inside the hex recess of both screws indicating that the screw has been tightened with excessive force on numerous occasions. Both the screw and the frame are made from stainless steel, m340, for the screw and 17-4 ph for the frame and both are acceptable materials for this application. The returned parts were made in november 1999 and are 13 years old. The design is adequate for the intended use and the complaint condition was caused by repeated use of excessive force when tightening the screw on the connecting rod.